Manufacturer narrative:
This report is submitted on 5 august 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to a performance decrement with device use. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 26, 2024.